Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.10. Three unopened knives, in a blister were received for the report of dull blades. Samples were visually inspected and found to be conforming. Sample #1 was damaged while removing from handle, therefore penetration testing was not performed. Functional penetration testing was performed on sample #2 and found to be nonconforming. Functional penetration testing was performed on sample #3 and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Although the actual samples were not returned, the returned unopened sample #2 was nonconforming for functional penetration testing. The root cause of unopened sample #2; dull blade is manufacturing related to the electropolish process. Sample # 3 was found to be conforming; therefore a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: 2024-04257

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery an ophthalmic operating surgical knifes were noted to be dull. Procedure was completed using new blade. There was no patient impact.